Event description:
It was reported that the pump touch screen was unresponsive and the wake button was intermittently delayed in responding to presses. Customer's blood glucose was within range. The customer continued using the pump for insulin therapy.